Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tha at another hospital ((B)(6) hospital). The date of the primary surgery was unknown. The used implants were, the cup and the liner were manufactured by zimmer biomet, the stem was depuy's product (srom series). It was reported that the patient fell and had dislocation. On (B)(6) 2021, the patient underwent the revision surgery. In the revision, the surgeon found that the locking ring of the liner had came off and dislocated. The cup and stem were not loosened. The surgeon replaced the liner and head with the new one and the surgery was completed successfully. The revision surgical time is about 90 minutes.